Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot #: va18a7e, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3389-40, serial / lot #: va18a7e, ubd: 05-jul-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that the left lead was malpositioned, and was not placed exactly in the right spot. The event was related to procedure / surgery. This was confirmed by a CT scan on (B)(6) 2017. The patient was reprogrammed so that no current was delivered through the left lead. The issue was unresolved at the time of study exit. The patient experienced tiredness. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Initial reporter information received.